Manufacturer narrative:
Medical assessment of the event concluded that the medical event was not related to the recalled strips as the recall was related to the potential for under-coagulation based on an overestimation of results. In this case, the allegation was over-anticoagulation which is not related to the strip recall. In this case, the allegation includes use of recalled test strips. The strip lot in use by the customer at the time of the event was not provided. The inr results using the strips were not provided. The details of the recall have been fully investigated. The recalled test strips have been calibrated against the who standard and are in the scope of the roche initiated recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. There is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient.

Event description:
The initial reporter alleged incorrect inr results with coaguchek xs meter serial number (B)(4) led to a bleed in early 2019. The exact date of the event was not provided. The customer stated from (B)(6) 2018 through the beginning of (B)(6) 2018, her warfarin doses were up and down based on the meter results. She does not recall the actual results. In early 2019, the customer had an issue walking. An MRI found a bleed in her left hip. She also had a catscan and x-rays. The customer stopped using the meter and strips around (B)(6) 2018 after receiving the recall notice. Her physiatrist told her the bleed found in early 2019 was related to over-dosing with warfarin based on meter results prior to the event. Between (B)(6) and (B)(6) 2018, her warfarin had been adjusted based on the meter results, while using the recalled strips that year. The customer stated she is always very strict with her diet and takes medications as scheduled. She cannot recall specific results or adjustments made based on the meter results. The customer stated it took over 5 months to walk properly again as a result of the bleed. She stated they gave her physical therapy to allow the bleed to be reabsorbed and strengthen the hip. She states she was not given medications to correct the bleed. The patient's therapeutic range is 2.5-3.5 inr and tests weekly. This MDR is being submitted in an abundance of caution.